Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider who was told by the patient¿s mother that the patient¿s dystonia was worse. The patient¿s mother wanted the catheter to be checked out. A dye study was performed on (B)(6) 2015, where the catheter was easily aspirated and dye was injected. There were no abnormal findings, and it was ¿a good mylogram.¿ the physician went into the reservoir to make sure that there was drug in the pump. The physician wanted to confirm this since a refill was just performed (date not provided). The physician was able to aspirate drug from the reservoir. No other actions were necessary to be performed. The physician saw lots of fecal matter in the intestines and felt that this might be the cause of the increased dystonia. It was unknown if the issue hadresolved as of the date of this report. The patient¿s pump was administering lioresal intrathecal (2000 mcg; dose and lot number unable to be obtained). The patient¿s medical history included cerebral palsy and was alive without injury as of the date of this report. No surgical intervention occurred and it was unknown if any was planned.

Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implantable infusion pump. Patient history included intractable spasticity. The patient's mother believed the patient's pump was not working correctly. A refill on (B)(6) 2015 demonstrated the appropriate amount of residual baclofen and no alarms. The patient had a large traumatic wound on his left foot. Despite this, the mother wanted further evaluation. The hcp wanted to perform a catheter dye study to evaluate the catheter. The dye study had not yet taken place. Patient outcome was unavailable at the time of the report. Additional information has been requested, but was not available as of the date of this report.